Event description:
A nurse reports a scratch on an intraocular lens (iol) during implant surgery. The incision was enlarged to facilitate removal and replacement of the iol. During the removal process, one haptic was broken. Additional info has been requested.